Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: ¿do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to metal detector prior to the malfunction occurring. Customer¿s blood glucose level was 542 mg/dl. Subsequently, the customer fell and hurt the wrist and ribs. Bg was addressed via a manual injection of insulin. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.